Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the self-adhesive of the infusion set was not sticking well enough. The cannulas were falling off almost as soon as the patient applied them and she went through about 6 infusion sets from the same box. No adverse event was reported. The patient provided an invalid lot number (1180469) with expiration date (02/2019). The infusion set was requested to be returned for product evaluation.